Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - us was selected for use, while aspirating the faradrive sheath as the farawave catheter was being introduced into the sheath, the physician noticed air bubbles collecting in the aspiration syringe. He removed the farawave catheter and tried to reintroduce the catheter into the faradrive sheath again with the same results of air collecting in the aspiration syringe. We then switched out to a new faradrive sheath with no other issues noted. No air was ever introduced into the patient; it only collected in the aspiration syringe. The farawave catheter and a bsw pentaray catheter had been introduced into the faradrive sheath prior to this issue being observed. The faradrive sheath had a normal prep with no issues noted during prep. A pressurized bag of saline was also attached to the faradrive sheath when the farawave and pentaray catheters were being manipulated prior to this issue. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - us was selected for use, while aspirating the faradrive sheath as the farawave catheter was being introduced into the sheath, the physician noticed air bubbles collecting in the aspiration syringe. He removed the farawave catheter and tried to reintroduce the catheter into the faradrive sheath again with the same results of air collecting in the aspiration syringe. We then switched out to a new faradrive sheath with no other issues noted. No air was ever introduced into the patient, it only collected in the aspiration syringe. The farawave catheter and a bsw pentaray catheter had been introduced into the faradrive sheath prior to this issue being observed. The faradrive sheath had a normal prep with no issues noted during prep. A pressurized bag of saline was also attached to the faradrive sheath when the farawave and pentaray catheters were being manipulated prior to this issue. The procedure was completed successfully without patient complications. The device is expected to be returned.